Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing/chamber. The patient alleged dry cough, dizziness, sore throat, sinus problem, headache, dry mouth. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging particles in tubing/chamber,dry cough,dizziness,sore throat,sinus problem,headache,dry mouth related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful.the manufacturer believes they will be unable to gather additional information.the manufacturer is submitting a final report at this time.if pertinent information becomes available to the manufacturer at a later date,an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging particles in tubing/chamber,dry cough,dizziness,sore throat,sinus problem,headache,dry mouth related to a CPAP device's sound abatement foam.there was no report of patient serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed dust-like contamination on the front panel, rear of the top enclosure, rear panel and inside the iso port. A large cut-like scratch was observed across the bottom of the warning label on the bottom enclosure. Dust-like contamination was observed at the air inlet of the blower box. An unknown dust-like contaminant was observed on the interior side of the top enclosure, front and rear panel and in the base of the bottom enclosure. A dust-like contamination was observed on the blower motor. A keratin -like substance was observed at the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error code. The manufacturer concludes that unable to confirm the complaint of particles coming out of the device or address the symptoms outlined in the complaint. Sections d8, d9, h2, h3, and h6 were updated.